Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/06/2023, it was reported by a sales representative via sems-06023145 that an ar-6480 pump is pushing more fluid than pressure is reading. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected, and it was noted that there were regular signs of wear and tear. The device was assembled with a new ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions for 143 minutes to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon flush functional testing, it was noted that the unit does flush correctly. Rinse and lavage functional testing found that fluid management works as expected. The ar-6480 was tested with the trident (pump pressure test equipment), and it was observed that the rollers did stop moving when the pump reached the set pressure. This behavior is expected. No problem found.